Event description:
Ous MDR - oversensing was reported. The lead was initially implanted in 2006. The x-rays showed suspected damage of insulation. No adverse patient side effects were reported. The implant and explant dates were not provided. There is no indication this patient has had any surgical intervention.

Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The diagnostic images as well as the data you provided were carefully analysed. The available iegms confirmed the presence of artefacts on the rv channel. The pacing impedance can be seen to drop intermittently and abruptly to below 200 ohm. Based on this finding an insulation damage of the lead cannot be excluded. The available x-ray material showed a large amount of slack of the lead in the implanted state. Mechanical stress of the lead in the implanted state due to strong lead motion and the long service time of the device should be taken into consideration. However, it is notoriously difficult to evaluate whether a conductor cable is indeed outside the lead body except in clear-cut cases. In this case no definite conclusion could be reached on whether one of the conductor cables penetrates the lead body at some point along the lead. Should additional information or the device itself become available for analysis, the investigation will be updated.